Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and the alarm log was reviewed. During load set test the insert clamp alarm was experienced. The cause of the alarm was a damaged safety/slide clamp. The safety/slide clamp was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a field service technician, a flo-gard infusion pump experienced an insert clamp alarm. There was no patient involvement. No additional information is available.